Event description:
Related manufacturer reference number: (B)(4). It was reported that patient presented for an implant procedure. It was noted that there was a lot of resistance when the right ventricular (rv) lead was screwed in the header of the pacemaker. When the lead was screwed in, the pacemaker was not registering that the rv lead was connected. The rv lead had a high pacing impedance. The pacemaker was not used and replaced during procedure. The lead remains implanted. The patient was stable.